Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): evaluation summary: (B)(4) initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the device was pre/approaching elective replacement indicator (eri) and the battery voltage data in file shows bat equal to 2.74 volts and the bat impedance was about 688 ohms on (B)(6) 2012. The device is before eri/rrt. Subsequently, the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the device reached elective replacement indicator and did not meet the expected longevity. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.